Manufacturer narrative:
Performed visual inspection on returned reader, no issues observed. Reader did turn on with button press. Observed errc-2 message on reader's screen. Unable to set time and date. Unable to uploaded reader log. De-cased the reader and performed visual inspection on pcba. No issues were observed. The cpu was physically pressed against the reader¿s pcb and the reader powered up and passed all self-tests. It was determined there is a poor connection between the cpu and pcb. The error 9 message reported by the customer was not observed. The reader is undergoing extended investigation and a follow-up report will be submitted once the investigation is finalized.

Event description:
Customer reported receiving error messages from her adc freestyle libre reader. Customer further reported that on (B)(6) 2017 around 11:00 pm she began to experience hypoglycemia but could not receive a reading from the device and subsequently lost consciousness. Customer¿s husband administered a glucagon injection and then customer ingested sugar. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving error messages from her adc freestyle libre reader. Customer further reported that on (B)(6) 2017 around 11:00 pm she began to experience hypoglycemia but could not receive a reading from the device and subsequently lost consciousness. Customer¿s husband administered a glucagon injection and then customer ingested sugar. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed on the reported reader. It has been determined that the solder joints beneath the central processing unit (cpu) did not provide adequate connection from the cpu to the printed circuit board (pcb). The lack of connection prevented the cpu from successfully executing its processes, ultimately leading to the reader¿s display of ¿error 2¿ and ¿error 9¿ messages. These results were verified by pressing the cpu against the pcb, which allowed the reader to start up. This complaint is isolated to a poor solder connection.

Event description:
Customer reported receiving error messages from her adc freestyle libre reader. Customer further reported that on (B)(6) 2017 around 11:00 pm she began to experience hypoglycemia but could not receive a reading from the device and subsequently lost consciousness. Customer¿s husband administered a glucagon injection and then customer ingested sugar. No additional treatment was required. There was no report of death or permanent injury associated with this event.